Manufacturer narrative:
No patient involvement was reported. Date of device damage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the inter-lock screwdriver was damaged and would not retain a screw. Issue was discovered prior to a surgical procedure and was not used during the case. An alternate screwdriver was readily available and was used for the surgical procedure. No patient involvement was reported. Concomitant device reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) inter-lock screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.010.473, lot: l421610: manufacturing site: hägendorf, release to warehouse date: 23 june 2017: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service and repair evaluation: the given device was initially returned at service and repair center and the repair technician evaluation of the device is noted as below: the customer reported the screwdriver would not retain the screw. The repair technician reported the tip was bent and the slider was missing. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: investigation flow: damage-visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) on the returned interlock screw driver noted that only main body along with the nut that holds the main body and slider bar was returned. The sliding bar component was not returned. Furthermore, upon visual inspection on the returned portions of the device, the distal screw holding tip of the main body was observed slightly bent and twisted. No further issues such as breakage on the received portions were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: the relevant design drawings, reflecting the current and manufactured revision, were reviewed and no design issues were identified. Dimensional analysis was not performed on the main shaft bent tip as the observed deformation is due to post manufacturing damage. Furthermore, dimensional analysis on slider component was not able to be performed due to missing components. No definitive root cause was able to be determined with the available information. However, any possible unintended excessive force on the device in the direction of screwing during usage could have contributed to this twisted and bent main shaft condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.